Manufacturer narrative:
The reported field event of high defibrillation impedance could not be confirmed in the laboratory. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that patient presented for scheduled generator change procedure. During procedure, when lead connected to new implantable cardiac defibrillator (ICD) it was noted that high defibrillation impedance was high in all configurations. Externalized conductors were also noted via chest x-ray. The right ventricular (rv) lead was capped on (B)(6) 2024 and replaced with new lead. Implantable cardiac defibrillator (ICD) was not used and replaced with new device. Patient was discharged.